Event description:
It was reported that an ilet user experienced prolonged hypoglycemia after a supply change during which the user remained connected to the pump while the cartridge was replaced, and insulin delivery likely continued; the user observed low readings on both bgm and dexcom g6, with the pump displaying 55 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery after self-treatment and subsequent stabilization of blood glucose. Investigation included review of the user¿s report and event details, including supply-change technique and glucose data. Investigation of this case revealed user technique error during cartridge change while connected, which plausibly resulted in unintended insulin delivery and contributed to the hypoglycemic event; device alarms were referenced but no malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user technique during cartridge replacement as a contributing factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.